Event description:
It was reported that patient underwent a shoulder stabilization procedure on (B)(6), 2012. During the procedure, there were issues with four anchors from the same lot. The first anchor seated but came out while the surgeon was tying knots. Two anchors did not seat. The suture broke on the fourth anchor. No patient injury or delay in the procedure was reported.

Manufacturer narrative:
Device availability - only the anchor with the broken suture was returned (one of the four devices, all others were discarded). The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number five states, "care is to be taken to ensure adequate soft tissue fixation at the time of surgery. Failure to achieve adequate fixation or improper positioning or placement of the device can contribute to a subsequent undesirable result". Warning number nine states, "do not use excessive force when inserting the device. Excessive force may cause damage to the device and/or adversely affect its performance." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Review of returned device did not reveal any characteristics that would indicate a problem with the construction of the device. Examination of returned device was inconclusive.